Event description:
Due to further information obtained during continued investigation, the event is deemed to be not reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08489. Related manufacturer reference number: 1627487-2019-08490. Related manufacturer reference number: 1627487-2019-08498. It was reported the patient had their scs system explanted on (B)(6) 2018 during a multi-level fusion back surgery. The scs system was not replaced and no complications were experienced. No further information is known at this time.